Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre 2 sensor. The customer reported receiving a sensor reading of 2.5 mmol/l compared to a built-in meter result of 16.5 mmol/l. When the results plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer experienced symptoms of weakness, tiredness, diarrhea, frequent urination, and was unable to treat themselves. The customer had contact with a healthcare professional who obtained a blood glucose result that was around 20 mmol/l and 10 mmol/l obtained in the evening. The customer was diagnosed with diabetic ketoacidosis (dka) and treated with fluid via injection and novorapid. There was no report of death or permanent injury associated with this event.